Manufacturer narrative:
Additional information: h3 - device evaluation: the lens was returned in liquid in a microcentrifuge vial with residue/debris on the lens. Visual inspection found no visible damage and residue/debris on the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
A4-a6:unk. H6: off-label - pre-existing progressive myopia. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -10.5/4.0/089 (sphere/cylinder/axis) was implanted in the left eye (os) of a patient with pre-existing progressive myopia on (B)(6) 2023. On (B)(6) 2023, the lens was exchanged for a longer due to lens rotation. The problem was resolved.